Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The doctor elected to fill around the file to complete the procedure. However, the pt is reportedly symptomatic and it has been suggested to refer the pt to an endodontist for further treatment. The doctor reported using the file at least three times. Benefits and safety of one case use were discusssed and recommended as this device is labeled for single use. Pt follow-up will be required and reported.